Event description:
This case was initially received via regulatory authority ((B)(6)) on 22-may-2019. This spontaneous case was reported by a patient and describes the occurrence of pelvic pain ('pelvis pain') and menorrhagia ('four-month period of non-stop bleeding') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), menorrhagia (seriousness criterion medically significant), pain in hip ("chronic hips pain"), back pain ("chronic back pain"), tendonitis ("recurrent tendinitis (wrists and knees)"), muscle spasms ("cramps"), pain in joint involving hand ("joint pain in hands"), fatigue ("intense fatigue"), eczema ("plaques of eczema"), abdominal pain ("abdominal pain"), diarrhoea ("diarrhoea"), constipation ("constipation"), asthma ("asthma attack"), cough ("cough all the year"), dyspnoea ("shortness of breath"), limb discomfort ("heavy legs"), loss of libido ("no more libido"), menopausal symptoms ("already in menopause") and visual impairment ("vision decreased"). At the time of the report, the pelvic pain, menorrhagia, pain in hip, back pain, tendonitis, muscle spasms, pain in joint involving hand, fatigue, eczema, abdominal pain, diarrhoea, constipation, asthma, cough, dyspnoea, limb discomfort, loss of libido, menopausal symptoms and visual impairment outcome was unknown. The reporter provided no causality assessment for abdominal pain, asthma, back pain, constipation, cough, diarrhoea, dyspnoea, eczema, fatigue, limb discomfort, loss of libido, menopausal symptoms, menorrhagia, muscle spasms, pain in hip, pelvic pain, tendonitis, visual impairment and pain in joint involving hand with essure. Further company follow-up with the regulatory authority is not possible. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.